Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade unknown, rupture, and lymphadenopathy.

Event description:
Patient reported left rupture, capsular contracture baker grade unknown, and lymphadenopathy. The device remains implanted.